Manufacturer narrative:
Batch review performed on 10 september 2019. Lot 121341: 35 items manufactured and released on 19-jun-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs department: revision of primary uncemented tha after 7 years. The information supplied is not sufficient to draw a final conclusion, but the position and the size of the cup appear to be suboptimal, though we cannot evaluate the reasons that led to this situation because neither preoperative nor immediate postoperative images are available. The stem may also have been conflicting with the protruding cup, so enhancing mobilization pattern, but it must be considered that it lasted for 7 years. A final conclusion as to the reasons of this adverse event cannot be reached.

Event description:
The patient came in complaining of pain due to a loose stem, also it was noticed that the cup was oversized. The surgeon revised all components 7 years 1 month and a half after primary surgery and replaced them with competitor items. The surgery was completed successfully.